Event description:
The customer reports that "the loudspeaker was broken". No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that "the loudspeaker was broken". No death or patient/user injury or harm was reported.